Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that when the customer plugs in a masimo tester, and when he uses a regular sensor, the values come up as negative. The masimo tester values would read -83, and the customer's reading was -98. The pulse rate value ok. The customer stated that the negative symbol (dash) does go away when the masimo tester is removed; the device then shows "no sen." No known impact or consequence to patient.